Event description:
It was reported that pump displayed malfunction alarm code and customer contacted support for assistance, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through resetting pump malfunction, confirmed that alarm did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction reappeared, which caller acknowledged and understood.